Manufacturer narrative:
A review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient has left hip pain. Doctor says patient has trunionosis. Patient has elevated cocr in blood.

Manufacturer narrative:
Reported event: an event regarding trunnionosis and elevated ion levels involving an accolade stem was reported. The events were not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records concluded: "cup malposition in absent anteversion and probably also low inclination has contributed to an overload condition in the arthroplasty bearing contributing to trunnion corrosion with excess release of cochr ions and pain requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded "- cup malposition in absent anteversion and probably also low inclination has contributed to an overload condition in the arthroplasty bearing contributing to trunnion corrosion with excess release of cochr ions and pain requiring revision." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Product surveillance will continue to monitor for trends.

Event description:
Patient has left hip pain. Doctor says patient has trunionosis. Patient has elevated cocr in blood.